Event description:
A patient with acute myelocytic leukemia required intubation. An endotracheal tube attachment device (etad) was used to secure the tube. Nursing staff and respiratory staff reported routinely moving the endotracheal tube as directed. When the patient underwent a tracheostomy 13 days later, the etad was removed and a black area of two cm was noted on the upper lip. Wound care was initiated, and the ulcer staged at IV. The patient subsequently expired from disease, and no aggressive debridement or reconstruction treatment was initiated for the stage IV lip ulcer.